Event description:
Account reports around "6" incidents "over the last year" in the nicu in which t-connector has "slipped out" of pt catheters. Device used with peripheral, central and arterial lines. Recent incident with peripheral arterial line reported in which disconnection resulted in "baby being very symptomatic" due to leakage of blood. "Baby had a low b/p, low hr and as white as the sheet she was in." Blood transfusion of "around 15 cc's given" and baby "ok after transfusion."